Event description:
It was reported that this electrode exhibited noise. It was suspected that the lead conductor was fractured. The noise was confirmed in the primary and alternate vector however, there was no noise in secondary. The patient will have a lead replacement. At this time, the device was re-programmed, and the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported noise was seen when programmed in primary and alternate however, no noise was in secondary. Subsequently, the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced. The products are expected to be returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode exhibited noise. It was suspected that the lead conductor was fractured. The noise was confirmed in the primary and alternate vector however, there was no noise in secondary. The patient will have a lead replacement. At this time, the device was re-programmed, and the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported noise was seen when programmed in primary and alternate however, no noise was in secondary. Subsequently, the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced. During the explant procedure no visible damage or fracture was noted on the electrode. The products are expected to be returned for product analysis. No additional adverse patient effects were reported.